Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is without stimulation. Diagnostic testing revealed invalid impedances on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays showed both lead tails have pulled out of the ipg header about halfway up the lead from the ipg to the lead tip. The lead looks twisted. The pt may undergo surgical intervention at a future date as the next course of action.